Event description:
Ndi medical 01-november-2006: rec'd an email from dr stating that the user had minor surgery to replace the implanted receiver and went home the next day with a functioning system. Dr. Was contacted to obtain add'l info. 3-november-2006: dr. States that implantable receiver was working intermittently and could be made to function or cease function by pressing on it.

Manufacturer narrative:
Dr. Has indicated that the explanted receiver will be returned for eval after sterilizing.